Event description:
It was reported that the patient presented complaining of chest pain. It was determined that the ventricular lead exhibited intermittent pacing. An x-ray was done in which the ventricular lead was noted to be dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).